Event description:
The reporter called and alleged a discrepant result when compared to the lab. The reported device result/lab inr was >8.0 (repeat 5.8)/4.3. The reporter stated no treatment was provided yet. The reporter declined product replacement.